Event description:
Same case as MFR #: 2134265-2008-02441. It was reported that during a cryoplasty procedure, a catheter leak occurred. The 80% stenotic lesion was located in the moderately calcified, and mildly tortuous mid superficial femoral artery in the right leg. The physician advanced the .035 - 5x60mm polarcath catheter to the lesion without meeting any resistance. On the first inflation, when the system was half way through its cycle, the check catheter light came on and air and blood came back through the sensors (connectors). The physician removed the device intact and then advanced a .035 - 5x40mm polarcath catheter to the lesion and on the first inflation experienced the same issue. There were no patient complications. The device was removed intact. The procedure was completed with a sds balloon catheter. Patient status is reported as "fine".

Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. Visual inspection of the catheter shows blood in the balloon, stop cock, exhaust and vacuum ports in the connector. Visual examination revealed that the outer balloon, is ripped open across the full length. The fabric was exposed but fully intact. There are also two longitudinal indentions running from the balloon fusion junction at the proximal end down the shaft about 39cm long. Along the shaft are two opening approximately 2.5cm long located 37cm and 63cm from the manifold strain relief. The hole in the shaft and rip in balloon allowed blood to flow back through the stopcock and ports of the connector. A coil-reinforced sheath was used in the procedure. It has been determined that the most likely cause of the damage found throughout the balloon and shaft was an exposed metal coil on the sheath. It cannot be determined if the damage occurred during insertion since or withdrawal of the catheter through the sheath. We were not able to confirm any defect on the sheath since it was not returned for analysis. The data downloaded from the returned complaint inflation unit, confirmed that the system aborted during the initial use, and did not go into treatment mode. A review of the manufacturing record for this particular batch shows that the device met it material, assembly and product specifications. The most probable root cause has been determined to be damaged caused by other device.